Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. Visual inspection noted dents on the front and back of the device case. Electrical measurements indicated the output bridge circuitry was damaged. The device case was removed and visual inspection noted cracks in the ceramic body.

Event description:
Boston scientific received information that this product was returned with no reported product performance issues and no reported adverse patient effects. Initial analysis completed in our post market quality assurance laboratory identified a product performance issue.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.